Manufacturer narrative:
The explanted devices were not returned to bsn. Model number/catalog number: sc-8352-50, serial number: (B)(4), batch/lot number: 7017048, model/catalog description: coveredge x 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient's body rejected the scs implant. The patient underwent an explant procedure.